Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received indicated the implantable pulse generator (ipg) exhibited normal function. The patient was referred to surgeon, and the ipg remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: t510c33 tissue valve, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of implantable pulse generator (ipg), patient call reported "feeling this metal piece." Patient stated healthcare professional indicated the pacemaker has shifted. Patient reported the ipg is uncomfortable, and can feel the metal cupping around to the armpit, and it feels really strange. Patient has appointment scheduled with healthcare professional. The ipg remains in use. No patient complications have been reported as a result of this event.